Event description:
The customer reported via phone call that there was air bubbles in their reservoir. The customer was instructed to push insulin through the tubing to purge their air bubbles. The customer was also advised to rewind the insulin pump until insulin drops exited from the tubing. Customer's blood glucose was 127 mg/dl. The customer also reported a failed battery test occurring after accidentally removing the battery. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.